Manufacturer narrative:
The customer performed precision testing using the two samples. The investigation is ongoing.

Event description:
There was an allegation of questionable crej2 creatinine jaffé gen.2 results for one patient from the cobas 8000 cobas c 502 module. At 06:55 am, sample 1 was drawn from the patient and the result was 1.8 mg/dl. At 12:52 pm, sample 2 was drawn from the patient and the result was 2.9 mg/dl. The results were reported outside of the laboratory and the physician requested repeat testing. The repeat result for sample 1 was 1.8 mg/dl and the repeat result for sample 2 was 2.1 mg/dl. The repeat result for sample 2 was believed to be correct. The reagent lot number was 57938701 with an expiration date of 30-jun-2023.

Manufacturer narrative:
The field service engineer found a build-up in the sample probe. He cleaned the sample probe and the customer performed a patient cross-check and precision testing. The investigation determined the service actions resolved the issue.